Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in the common bile duct to treat stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, upon deploying the stent, the introducer broke together with the stent inside the patient. Subsequently, a rat-tooth forceps was used to pull the broken introducer along with the stent. The procedure was completed with another naviflex delivery system. There were no patient complications reported as a result of this event.